Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Insufficient device information received to determine device iteration. Device iteration will be provided when further information is received.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the intuitrak abdominal aortic aneurysm stent on (B)(6) 2010. Approximately nine (9) years post initial procedure, the patient presented with sac growth. A CT (computed tomography) identified a rupture of the graft of the suprarenal extension (type 3b endoleak). The physician then elected to treat the patient by implanting an infrarenal stent graft extension and a suprarenal stent graft extension. The patient was discharged post-op day 2 and is recovering at home. Note: this patient had a previous event that will be reported under a different reporting number. The physician elected to treat the patient by implanting a suprarenal extension on (B)(6) 2015 to correct this event. This event was reported on MFR # 2031527-2020-00051.

Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported type iiib endoleak of the suprarenal extension and secondary endovascular procedure were confirmed. Clinical evaluation also determined a stent fracture of the suprarenal extension was present that was not included in the event as reported. The procedure-related harms and contributing factors to the type iiib endoleak and stent fracture could not be determined due to a lack of the relevant medical information. The final patient status was reported as being stable. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the intuitrak abdominal aortic aneurysm stent on 04 dec 2010. Approximately nine (9) years post initial procedure, the patient presented with sac growth. A CT (computed tomography) identified a rupture of the graft of the suprarenal extension (type 3b endoleak). The physician then elected to treat the patient by implanting an infrarenal stent graft extension and a suprarenal stent graft extension. The patient was discharged post-op day 2 and is recovering at home. Note: this patient had a previous event that will be reported under a different reporting number. The physician elected to treat the patient by implanting a suprarenal extension on 11 aug 2015 to correct this event. This event was reported on MFR# 2031527-2020-00051. Additional information received per clinical assessment confirming that a stent fracture of the suprarenal extension was also present at the time of the reported event.